Event description:
It was reported that; primary surgery was performed on (B)(6) 2014, and 1st revision surgery was performed on (B)(6) 2014. It was reported as (B)(6). The rod breakage due to the nonunion was found (right t9/10, left t10/11), the 2nd revision surgery was performed on (B)(6) 2017. During the surgery, the set screws of the connector snapped off. The surgeon exchanged with the new screws.

Manufacturer narrative:
Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. The rep reported that the rod breakage due to the nonunion was found. Conclusion: the most likely root cause is delayed healing/ non fusion.

Event description:
It was reported that; primary surgery was performed on (B)(6) 2014, and 1st revision surgery was performed on (B)(6) 2014. It was reported as (B)(4). The rod breakage due to the nonunion was found (right t9/10, left t10/11), the 2nd revision surgery was performed on (B)(6) 2017. During the surgery, the set screws of the connector snapped off. The surgeon excanged with the new screws.